Event description:
Coupling and/or communication issues during recharging was reported. This started after an unrelated surgery. Additional information has been requested from the hcp, but was not available as of the date of this report.